Manufacturer narrative:
This product is registered as a combination product.

Event description:
During follow-up, no sensing and a loss of capture were observed on the atrial lead. An x-ray examination was performed which found the atrial lead was dislodged. The healthcare professional suspects twiddler's syndrome as the cause of the dislodgement. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported events were lead dislodgement, twiddler¿s syndrome, and ¿no sensing, no stimulus threshold.¿ as received, a complete lead was returned in one piece. The reported events of ¿no sensing, no stimulus threshold¿ were not confirmed. Visual examination and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Blood was noted throughout the entire lead body and the helix was partially extended and clogged with blood/tissue. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification.